Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Initial (B)(4) had reported that the device had been received and was undergoing investigation but it had not been known to be received at the time of that report (oct 28, 2016). The statement was reported in error in the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the dhs/dcs coupling screw (338.31) is a component of the dhs one-step basic set (105.839) which can be utilized during dynamic hip and condylar screw (dhs/dcs) procedures utilizing the one-step technique. The coupling screw is inserted into the wrench (338.302) and, after sliding the dhs plate onto the shaft of the wrench, the appropriate lag screw can be seated on the end of the wrench and secured using the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the returned coupling screw was missing the threaded tip (approximately 8mm x 2.6mm in diameter). A functional test was unable to be performed due to post-manufacturing damage. As specifics regarding the technique at the time of failure were not provided, no definitive root cause was able to be determined; excessive loading and/or off-axis force application likely contributed to the complaint condition. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes brandywine. Date of manufacture/release to warehouse date: aug 13, 2002. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an open reduction internal fixation (orif) of the left hip performed on (B)(6) 2016 the dhs/dcs coupling screw (dynamic hip and condylar screw system) was transported to sterile processing. It was noted after decontamination that the tip of the instrument was broken. It is unknown when the instrument was broken but there was no report that it broke intraoperatively during the (B)(6) 2016 surgery. This report is 1 of 1 for (B)(4).